Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with no apparent physical damages. Minor cosmetic blemishes seen only. Other problems were found with a noisy pump and leaking block assembly. Attached temperature check was due jan 2022 and powered on device. The reported problem was confirmed. The root cause of the reported issue was found to be a minor bend in the microswitch. No action taken due to the internal condition. Device will be scrapped.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was powered on and the display showed missing segments. This issue was caused by a problem with the printed circuit board component. The cause of the component failure was not definitely established.

Event description:
It was reported the device gave a "no disposable" alarm during testing with a temp-check device. No patient involved.